Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5038538) on (B)(6) 2015. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus / one of my coils had punctured the back of my uterine wall"), fallopian tube perforation ("fallopian tube perforation / perforation (fallopian tubes)"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pelvic pain"), systemic lupus erythematosus ("autoimmune disorder-type of disorder: lupus") and inflammation ("severe internal inflammation") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, pyelonephritis, anxiety, arthritis, fibromyalgia, miscarriage, vaginal bleeding, hemorrhage, arthralgia, myalgia, tachycardia, amenorrhea, metrorrhagia, fibroids, bloating, light headedness and hypothyroidism. Site denies dysmenorrhea. Previously administered products included for birth control: mirena iud from (B)(6) 2012 to (B)(6) 2012; for an unreported indication: prenatal vitamins from (B)(6) 2012 to (B)(6) 2013. Concomitant products included drospirenone + ethinylestradiol (ocella) from (B)(6) 2014 to (B)(6) 2015 and drospirenone + ethinylestradiol (yasmin) (B)(6) 2012 to (B)(6) 2013 for birth control as well as hydroxychloroquine from 2013 to 2015 and prednisone. In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain") and raynaud's phenomenon ("autoimmune disorder-type of disorder: raynaud¿s syndrome"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia / autoimmune disorder-type of disorder: fibromyalgia"), fatigue ("extreme fatigue"), tachycardia ("blood or heart disorder/condition- type: tachycardia"), hypertension ("blood or heart disorder/condition- type: hypertension"), painful respiration ("painful breath"), immune system disorder ("immune system has been compromised"), dyspareunia ("painful intercourse"), arthralgia ("joint aches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), salpingectomy for essure device removal and salpingectomy for essure device removal (per pfs), unilateral salpingectomy on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, tachycardia, hypertension, abdominal pain and menorrhagia had resolved and the device expulsion, pelvic pain, systemic lupus erythematosus, inflammation, fibromyalgia, fatigue, painful respiration, immune system disorder, dyspareunia, vaginal haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, alopecia, abdominal distension and raynaud's phenomenon outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, hypertension, immune system disorder, inflammation, menorrhagia, painful respiration, pelvic pain, raynaud's phenomenon, systemic lupus erythematosus, tachycardia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, abdominal pain, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Patient height was added. Events: raynaud¿s syndrome, lupus, device expulsion were added. Event onset date and outcome were updated. Historical and concomitant drugs were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number:(B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus / one of my coils had punctured the back of my uterine wall'), fallopian tube perforation ('fallopian tube perforation / perforation (fallopian tubes)'), device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pelvic pain'), systemic lupus erythematosus ('autoimmune disorder-type of disorder: lupus'), inflammation ('severe internal inflammation') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, pyelonephritis, anxiety, arthritis, fibromyalgia, miscarriage, vaginal bleeding, hemorrhage (nos), arthralgia, myalgia, tachycardia, amenorrhea, metrorrhagia, fibroids, bloating, light headedness and hypothyroidism. Site denies dysmenorrhea. Previously administered products included for birth control: mirena iud from (B)(6)2012 to (B)(6)2012; for an unreported indication: prenatal vitamins from (B)(6)2012 to(B)(6)2013. Concomitant products included drospirenone + ethinylestradiol (ocella) from (B)(6)2014 to (B)(6)2015 and drospirenone + ethinylestradiol (yasmin)(B)(6)2012 to (B)(6)2013 for birth control as well as hydroxychloroquine from (B)(6) to (B)(6) and prednisone. In (B)(6)2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain") and raynaud's phenomenon ("autoimmune disorder-type of disorder: raynaud¿s syndrome"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia / autoimmune disorder-type of disorder: fibromyalgia"), fatigue ("extreme fatigue"), tachycardia ("blood or heart disorder/condition- type: tachycardia"), hypertension ("blood or heart disorder/condition- type: hypertension"), painful respiration ("painful breath"), immune system disorder ("immune system has been compromised"), dyspareunia ("painful intercourse"), arthralgia ("joint aches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("bloating") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and essure was removed on (B)(6)2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, tachycardia, hypertension, abdominal pain and menorrhagia had resolved and the device expulsion, pelvic pain, systemic lupus erythematosus, inflammation, fibromyalgia, fatigue, painful respiration, immune system disorder, dyspareunia, vaginal haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, alopecia, abdominal distension, raynaud's phenomenon and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, hypertension, immune system disorder, inflammation, menorrhagia, painful respiration, pelvic pain, raynaud's phenomenon, systemic lupus erythematosus, tachycardia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : new event, "general abnormal bleeding" was added. Essure removal date was updated. New reporter contact information was added. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (us food and drug adminstration, reference number: mw5038538) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain") and inflammation ("severe internal inflammation") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and pyelonephritis. In april 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"). On (B)(6)2013, the patient had essure inserted. In june 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), fatigue ("extreme fatigue"), tachycardia ("tachycardia"), hypertension ("hypertension"), painful respiration ("painful breath"), immune system disorder ("immune system has been compromised"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy for essure device removal (per pfs)), surgery (salpingectomy for essure device removal), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in october 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation and menorrhagia had resolved and the pelvic pain, inflammation, fibromyalgia, fatigue, tachycardia, hypertension, painful respiration, immune system disorder, dyspareunia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, arthralgia, feeling abnormal, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, hypertension, immune system disorder, inflammation, menorrhagia, painful respiration, pelvic pain, tachycardia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5038538) on 26-feb-2015. The most recent information was received on 29-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus / one of my coils had punctured the back of my uterine wall'), fallopian tube perforation ('fallopian tube perforation / perforation (fallopian tubes), device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, pyelonephritis, anxiety, arthritis, fibromyalgia, miscarriage, vaginal bleeding, hemorrhage (nos), arthralgia, myalgia, tachycardia, amenorrhea, metrorrhagia, fibroids, bloating, light headedness and hypothyroidism. Site denies dysmenorrhea. Previously administered products included for birth control: mirena iud from (B)(6) 2012; for an unreported indication: prenatal vitamins from (B)(6) 2012 to (B)(6) 2013. Concomitant products included drospirenone + ethinylestradiol (ocella) from (B)(6) 2014 to (B)(6) 2015 and drospirenone + ethinylestradiol (yasmin) (B)(6) 2012 to (B)(6) 2013 for birth control as well as hydroxychloroquine from 2013 to 2015 and prednisone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle /cramping") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("autoimmune disorder-type of disorder: lupus"), vaginal hemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain") and raynaud's phenomenon ("autoimmune disorder-type of disorder: raynaud¿s syndrome"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), inflammation ("severe internal inflammation"), fibromyalgia ("fibromyalgia / autoimmune disorder-type of disorder: fibromyalgia"), fatigue ("extreme fatigue"), tachycardia ("blood or heart disorder/condition- type: tachycardia"), hypertension ("blood or heart disorder/condition- type: hypertension"), painful respiration ("painful breath"), immune system disorder ("immune system has been compromised"), dyspareunia ("painful intercourse"), arthralgia ("joint aches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital hemorrhage ("general abnormal bleeding") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), salpingectomy for essure device removal and salpingectomy for essure device removal (per pfs), unilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, pelvic pain, tachycardia, hypertension, vaginal hemorrhage, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the device expulsion, systemic lupus erythematosus, inflammation, fibromyalgia, fatigue, painful respiration, immune system disorder, dyspareunia, arthralgia, feeling abnormal, alopecia, abdominal distension, raynaud's phenomenon, genital hemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital hemorrhage, hypertension, immune system disorder, inflammation, menorrhagia, painful respiration, pelvic pain, raynaud's phenomenon, systemic lupus erythematosus, tachycardia, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug adminstration, reference number: mw5038538) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain") and inflammation ("severe internal inflammation") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and pyelonephritis. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"). In june 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced device breakage, uterine perforation, fallopian tube perforation and pelvic pain (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), fatigue ("extreme fatigue"), tachycardia ("tachycardia"), hypertension ("hypertension"), painful respiration ("painful breath"), immune system disorder ("immune system has been compromised"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy for essure device removal (per pfs)). Essure was removed in october 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation and menorrhagia had resolved and the pelvic pain, inflammation, fibromyalgia, fatigue, tachycardia, hypertension, painful respiration, immune system disorder, dyspareunia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, arthralgia, feeling abnormal, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, hypertension, immune system disorder, inflammation, menorrhagia, painful respiration, pelvic pain, tachycardia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No because no new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se and were all considered unrelated by company. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events device breakage, fallopian tube & uterine perforation, abdominal pain, bloating, menorrhagia are added. Lab data updated. Concomitant & historical drug & conditions are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number:(B)(4) ) on (B)(6)2015. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus / one of my coils had punctured the back of my uterine wall'), fallopian tube perforation ('fallopian tube perforation / perforation (fallopian tubes)'), device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, pyelonephritis, anxiety, arthritis, fibromyalgia, miscarriage, vaginal bleeding, hemorrhage (nos), arthralgia, myalgia, tachycardia, amenorrhea, metrorrhagia, fibroids, bloating, light headedness and hypothyroidism. Site denies dysmenorrhea. Previously administered products included for birth control: mirena iud from (B)(6)2012 to (B)(6)2012; for an unreported indication: prenatal vitamins from (B)(6)2012 to (B)(6)2013. Concomitant products included drospirenone + ethinylestradiol (ocella) from (B)(6)2014 to (B)(6)2015 and drospirenone + ethinylestradiol (yasmin)(B)(6)2012 to (B)(6)2013 for birth control as well as hydroxychloroquine from 2013 to 2015 and prednisone. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced dysmenorrhoea ("painful menstrual cycle /cramping") and abdominal distension ("bloating"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("autoimmune disorder-type of disorder: lupus"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain") and raynaud's phenomenon ("autoimmune disorder-type of disorder: raynaud¿s syndrome"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), inflammation ("severe internal inflammation"), fibromyalgia ("fibromyalgia / autoimmune disorder-type of disorder: fibromyalgia"), fatigue ("extreme fatigue"), tachycardia ("blood or heart disorder/condition- type: tachycardia"), hypertension ("blood or heart disorder/condition- type: hypertension"), painful respiration ("painful breath"), immune system disorder ("immune system has been compromised"), dyspareunia ("painful intercourse"), arthralgia ("joint aches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("general abnormal bleeding") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), salpingectomy for essure device removal and salpingectomy for essure device removal (per pfs), unilateral salpingectomy on (B)(6)2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, pelvic pain, tachycardia, hypertension, vaginal haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the device expulsion, systemic lupus erythematosus, inflammation, fibromyalgia, fatigue, painful respiration, immune system disorder, dyspareunia, arthralgia, feeling abnormal, alopecia, abdominal distension, raynaud's phenomenon, genital haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, hypertension, immune system disorder, inflammation, menorrhagia, painful respiration, pelvic pain, raynaud's phenomenon, systemic lupus erythematosus, tachycardia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, abdominal pain, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received : events added-nickel allergy. Events outcome updated, aka name added, reporter added, events onset date, events severity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number:mw5038538 ) on 26-feb-2015. The most recent information was received on 08-jun-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus / one of my coils had punctured the back of my uterine wall'), fallopian tube perforation ('fallopian tube perforation / perforation (fallopian tubes)'), device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, pyelonephritis, anxiety, arthritis, fibromyalgia, miscarriage, vaginal bleeding, hemorrhage (nos), arthralgia, myalgia, tachycardia, amenorrhea, metrorrhagia, fibroids, bloating, light headedness and hypothyroidism. Site denies dysmenorrhea. Previously administered products included for birth control: mirena iud from (B)(6) 2012 to (B)(6) -2012; for an unreported indication: prenatal vitamins from (B)(6) 2012 to (B)(6) 2013. Concomitant products included drospirenone + ethinylestradiol (ocella) from (B)(6) 2014 to (B)(6) 2015 and drospirenone + ethinylestradiol (yasmin)(B)(6) 2012 to (B)(6) 2013 for birth control as well as hydroxychloroquine from 2013 to 2015 and prednisone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle /cramping") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("autoimmune disorder-type of disorder: lupus"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain") and raynaud's phenomenon ("autoimmune disorder-type of disorder: raynaud¿s syndrome"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), inflammation ("severe internal inflammation"), fibromyalgia ("fibromyalgia / autoimmune disorder-type of disorder: fibromyalgia"), fatigue ("extreme fatigue"), tachycardia ("blood or heart disorder/condition- type: tachycardia"), hypertension ("blood or heart disorder/condition- type: hypertension"), painful respiration ("painful breath"), immune system disorder ("immune system has been compromised"), dyspareunia ("painful intercourse"), arthralgia ("joint aches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("general abnormal bleeding") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), salpingectomy for essure device removal and salpingectomy for essure device removal (per pfs), unilateral salpingectomy on oct-2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, pelvic pain, tachycardia, hypertension, vaginal haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the device expulsion, systemic lupus erythematosus, inflammation, fibromyalgia, fatigue, painful respiration, immune system disorder, dyspareunia, arthralgia, feeling abnormal, alopecia, abdominal distension, raynaud's phenomenon, genital haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, hypertension, immune system disorder, inflammation, menorrhagia, painful respiration, pelvic pain, raynaud's phenomenon, systemic lupus erythematosus, tachycardia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority us (B)(6), on (B)(6) 2015. The most recent information was received on 20-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and inflammation ("severe internal inflammation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), fatigue ("extreme fatigue"), tachycardia ("tachycardia"), hypertension ("hypertension"), painful respiration ("painful breath"), immune system disorder ("immune system has been compromised"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), feeling abnormal ("brain fog") and alopecia ("hair loss"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, fibromyalgia, fatigue, tachycardia, hypertension, painful respiration, immune system disorder, dyspareunia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, arthralgia, feeling abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, hypertension, immune system disorder, inflammation, painful respiration, pelvic pain, tachycardia and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No because no new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se and were all considered unrelated by company. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-nov-2017: events were added from legal claim: painful menstrual cycles, painful intercourse, pelvic pain, abdominal pain, joint aches, brain fog, hair loss, and heavy vaginal bleeding. On or about (B)(6) of 2015, patient underwent a procedure to remove the essure device. Reporter details added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.